Event description:
The customer reports that when removing the product to store it within the stock, he notices a piece which is open and draining product.

Manufacturer narrative:
(B)(4). Pr (B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available.

Event description:
The customer reports that when removing the product to store it within the stock, he notices a piece which is open and draining product.

Manufacturer narrative:
Review of DHR did not find any attributable deficiencies that would lead to this issue. Review of risk management document shows that leaking seal is an acceptable risk with an occasional occurrence and minor severity for this defect. And customer dissatisfaction or patient infections/complications being the potential failure mode. Review of the batch record shows that production was performed as specified and all in-process quality checks met established specifications. Review of lot history show no non-conformance events issued for this lot. Root cause for this issue cannot be established at this time. Any future complaints will continue to be monitored for this lot and assessed. Follow up emdr pr(B)(4).